Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was cracked. The reason for the cracked screen was unknown. There was no information provided regarding the customer's blood glucose.